Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. Stent containing tissue overgrowth was found to be partially fractured at some parts of the stent nitinol frame. It is suspected that during the 18 days when the stent was inside the patient, excessive tissue growth occurred, having a negative impact on the stent covering and attached nitinol frame. This overgrowth from the patient's malignant condition is the most probable root cause of the customer complaint. It is described in the IFU that due to the conditions that the stent is indicated for, there could be post-stent placement complications due to overgrowth and excessive tissue formation along with the chance of partial stent fractures. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that at the time of implantation of the stent device, it was deployed and expanded without problems. Subsequently, during follow-up, the stent was fractured and was removed. After removal, the patient was treated via an intubation tube.